Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that high out of range measurements impedance on breakdown. The rv and the device was in range. Programming options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.